Event description:
The pre-loaded dfr00v model intraocular lens (iol) #1 - sn: (B)(6) was reported to have cracked immediately after it was inserted in the patient¿s ocular sinister (left eye). The iol was removed/explanted and replaced with a non-johnson & johnson iol #3 (vivity edof). There was no incision enlargement, no sutures, and no vitrectomy during the procedure. The suspect iol is not available for return as it was discarded. No further information is available. A separate report was filed for back-up dfr00v model intraocular lens (iol) #2 - sn: (B)(6).

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.